Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the device failed one incoming vxi test. Incoming functional test failure was retested ten times and all passed. Intermittent failure was noted and attributed to the interconnect flex. It was further noted that the lower case and one side bail was broken and contaminated. The device was to be scrapped in-house. (B)(4).

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.